Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had overcorrected using a bolus via the pump and insulin injections. The blood glucose (bg) level dropped to 54 mg/dl. Juice was consumed and the pump insulin delivery was temporarily turned off to increase the bg. Tandem technical support advised the contact to discuss the event with a healthcare provider.